Event description:
It was reported that a home patient experienced a connection issue between the cassette line and the solution bag. The supply bag became disconnected from the supply line and fluid spilled on the floor. This occurred near the end of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.